Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in set). This occurred while the patient was connected during dwell two of peritoneal dialysis therapy. There was nothing found during troubleshooting that could have caused the reported alarm. The technical service representative (tsr) assisted the patient in clearing the alarm and advised her to start therapy over with new supplies. No patient injury or medical intervention was indicated in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.